Manufacturer narrative:
The field representative was contacted; however, was unable to provide any further information. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient implanted with this pacemaker reported that one year ago he had a heart attack six times during the night; with heart rates in the 260 pbm range. The following day, he went to the clinic for a device interrogation. The patient stated they were told by their attorney that the cardiologist believes the pacemaker malfunctioned causing the heart attacks. The patient then had an ablation procedure ten days later which went terribly wrong where he then suffered a stroke and temporarily lost vision in his eyes. The patient inquired if there was a way to see if the device actually malfunctioned or if the events were related to how his device was programmed. Boston scientific technical services (ts) discussed and encouraged the patient to follow up with their cardiologist regarding the history of the device programming and information in the device memory. The patient states he is starting to feel better.